Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the pump beeps when it gets to 50 percent insulin level. The customer stated that buttons were not pressed or accidentally pressed. The customer was advised to monitor the pump.